Manufacturer narrative:
Product analysis summary: stent was positioned between the marker bands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st ¿ 6th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. No patient injury was reported.